Event description:
It was reported that the orthomatch tib cut blk 3 had an unspecified failure. The procedure was completed with the same device with a delay of fewer than 30 minutes. No further complication were reported. The investigation found that the tabs of the device paired with the mating sliding mechanism are broken.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs of the device paired with mating sliding mechanism are broken, rendering it inoperable. The broken components of the device were not returned. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs of the device paired with mating sliding mechanism are broken, rendering it inoperable. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. The broken components of the device were not returned. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Additional results of investigation of the pending activities will be provided in a supplemental report. Internal complaint reference number: (B)(4).

Event description:
It was reported that "product in the tibia" without any further information. There procedure was completed with the same device with a delay of fewer than 30 minutes. No injury reported. The investigation found that the tabs of the device paired with the mating sliding mechanism are broken.